Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the buttons and keypad was not responding. Customer stated that they had two hairline crack which goes into the battery. Customer stated that the serial number at the bottom and at the back of the insulin pump were worn off and they received red x pointing to a user manual and open book image. Customer also stated that insulin pump was failed in self test and was exposed to fluid. Customer stated the device labels, including serial number and dome label stickers was missing, removed, worn, faded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, cosmetic damage at the battery compartment, exposed to moisture, keypad unresponsive/button error alarm and device test failed found on july 19, 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator, keypad flex tail and battery tube. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a insulin pump error fatal alarm confirmed in the history files on july 19, 2022 at 18:48:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label missing, partially broken retainer, end cap address label fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor lcd display window scratches. Critical pump error (open book image) alarm confirmed due to insulin pump error alarm. Insulin pump error alarm confirmed due to moisture damage. Device exposed to moisture confirmed at electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator, keypad flex tail and battery tube. Cosmetic damage confirmed on corner of the belt clip rails near the battery compartment, behind the insulin pump at the battery compartment and battery tube threads. Keypad unresponsive/button error alarm and device test failed are unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.